Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced bio-ID require maintenance error. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) identified site-wide issues with biometric identifier following the upgrade to version 1.11. Other teams outside of field service are working directly with the customer to resolve the problem. The issue began after the site upgrade, and the service not yet completed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced bio-ID require maintenance error. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.